Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced glare at night and he was unable to drive at night. Patient does not want right eye operated until he was happy with left eye. Surgeon planned to complete a lens exchange. Additional information was received and stated, laser capsulotomy performed on the (B)(6) 2025. Iol exchange was scheduled and not yet complete.